Event description:
It was reported that a (B)(6) asian female patient underwent a breast augmentation revision surgery with implantation of a saline 275cc saline mentor siltex contour profile high implant prosthesis. Post-operatively, the patient was diagnosed with a deflation of the left breast prosthesis over a phone call with their healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 05, 2022, the mentor analysis lab received the suspect medical device for evaluation. An evaluation was completed on april 24, 2022. Mentor then conducted a visual inspection and microscopic examination of the returned device. During the visual analysis of the breast implant revealed a tear on the union between shell and patch. A microscopic examination was performed and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 02, 2022, mentor received additional information regarding a date of explantation. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2022 manufacturer¿s reference number: (B)(4).